Manufacturer narrative:
An event of tip of the dilator was split when introducing sheath into the patient was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6)2023, a 12f amulet delivery sheath was used for implantation of an amulet left atrial appendage (laa) occluder. While introducing the sheath into the patient's right femoral vein, the tip of the dilator was split. A replacement 12f amulet delivery sheath was used to complete the procedure successfully. There were no reported adverse patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.